Event description:
Needle breakage. Customer reports "first needle broke while suturing fascia of the leg. The second needle snapped while suturing fat. Both needels snapped where they were grasped in the needle holder". Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.